Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheterization device for analysis. The catheter was not returned by the customer. Signs-of-use in the form of dried biological material was observed inside the needle hub. Visual analysis revealed that the entire needle cannula was separated from the needle hub of the catheterization assembly. The needle was able to fit in the hub; however, it was loose and easy to remove. No adhesive residue was visible in the needle channel of the needle hub when observed under magnification. Additionally, no adhesive residue was observed on the proximal end of the needle cannula. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. The outer diameter of the needle cannula measured .0283" , which is within the specification limits of .0280"-.0285" per the cannula graphic. The cannula inner diameter measured .019", which is within the specification limits of .019"-.0205" per the cannula graphic. The inner diameter of the needle hub measured .030", which is within the specification limits of .029"-.031" per the needle hub graphic. The guide wire included with the returned device was able to pass through the cannula will little to no resistance. It is assumed that the resistance was caused by dried biological material inside the cannula. The needle cannula was able to fit into the needle hub but loose within the channel. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring wire guide into vessel". The report of an arterial needle/hub separation was confirmed through complaint investigation. Visual examination of the device confirmed that the needle cannula had completely separated from the needle hub. Microscopic examination revealed no traces of adhesive residue on the hub interior nor the proximal end of the cannula. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Dimensional inspections were performed, and no issues were found. Based upon the observed defect, the probable cause of this issue is manufacturing (assembly) related. A non-conformance request as initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: while inserting arterial catheter, needle became dislodged from needle/wire system. This was noticed when pulling back the wire and needle. Anesthesiologist was able to retrieve needle and remove. The catheter stayed in place, was not removed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: while inserting arterial catheter, needle became dislodged from needle/wire system. This was noticed when pulling back the wire and needle. Anesthesiologist was able to retrieve needle and remove. The catheter stayed in place, was not removed.